Manufacturer narrative:
E2: (B)(6). The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had a cut in the cord . There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a cut on the cable. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that the subject device had a cut in the cord . There were no reports of patient injury or medical intervention associated with this event.